Event description:
It was reported that patient experienced an infection at the ipg site. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Patient was hospitalized for a week and treated with intravenous antibiotics. The infection has resolved.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.